Event description:
Per the clinic, the patient experienced pain and discomfort at the implant site. Subsequently, the patient underwent revision surgery under general anaesthesia on (B)(6) 2025 in order to convert the patient to a transcutaneous osia implant system. During the procedure, the internal magnet was removed and an implant was placed on the internal fixture.